Manufacturer narrative:
The pump was received with unresponsive act and down arrow buttons due to a flattened dome. The pump also had minor scratches on the lcd window.

Event description:
It was reported that customer experienced keypad anomaly. It was reported that the act and down arrow buttons were not responding. Customer's blood glucose was 101 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.